Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Customer to monitor - troubleshooting provided. Results pending investigation.

Event description:
(B)(6) 2021. Patient presented to facility for pre-xray exam for an injured shoulder. A patient serum sample was collected at 16:49 and tested at 17:22 on the cardinal health hcg combo rapid test kit which provided a faint false positive result. A new serum sample was collected at 17:40 and tesed at an unspecified time on the same lot of cardinal health hcg combo rapid test kit and a second faint false positive result was obtained. A confirmatory hcg quant was performed on the beckman dxi and provided a negative result of 0 miu/ml. Patient was determined not to be pregnant. Customer states the x-ray was non-emergent and confirms x-ray was not performed until the confirmatory testing provided a negative result. Customer states x-ray may have been delayed a little, but no adverse outcomes reported. Medications: albuterol.